Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexj0352 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexj0352) have been reported from the same facility.

Event description:
It was reported that in an attempt to pass the catheter, it was identified that the catheter was fissured. No additional information has been provided. This report addresses catheter one.